Event description:
It was reported that a cs6s was used during a video assisted thoracic surgery. It was reported by the affiliate that the jaw would not close properly. A new blade was used to complete the case. There was no conseqeunce to the pt.